Manufacturer narrative:
A product investigation was performed. The reported event of failed uf test was found during functional tests at the user facility by the facility technician. The actual device was not returned to the manufacturer, but a fmc field technician tested the machine at the user facility site. A uf volume test was completed and within normal limits. The reported event of a uf volume failure was not duplicated during fmc testing and therefore, not confirmed. Further evaluation found no device malfunctions that could have caused the reported patient death. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the patient expired later in the hospital but there was no suspected device malfunction during the event. The fmc pharmacovigilance physician concludes there were no medical records or treatment records provided, no patient identifier, no attending md to contact, and the risk manager stated that the request was submitted in error. The risk manager further advised that this report can be closed. There is no information that reasonably suggests that the device caused or contributed to the event. There was no reported device malfunction during the event and the reported problem of low uf pump volume found during the facility's investigation after the event could result inadequate fluid removal but is not likely the result in serious injury or death. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
It was reported by a user facility of the fmc device that a patient was found non-responsive and pulseless during treatment. Patient was taken to the hospital and expired later. Nurse is unable to provide treatment information, medical records or cause of death. However, she was able to tell me that there was no suspected device malfunction prior to or during the event. The facility biomed technician performed functional tests immediately after the event and found the ultra filtration volume to be incorrect. It was only pulling 15 cc for every 30 strokes. He requested fresenius check machine.